Manufacturer narrative:
(B)(6) (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2005 the patient underwent alif/plif l4-s1 fusion. On (B)(6) 2005 the patient underwent the following procedure: laparoscopic converted to open exposure l5-s1, l4-l5 for purposes of spinal fusion to treat degenerative disc disease. On (B)(6) 2005 the patient underwent the following procedures: 1. Anterior cervical discectomy with partial corpectomy, c7-t11, 2. Removal of anterior cervical instrumentation, c5-6-7, 3. Reinstrumentation with anterior cervical plating c7-t1, 4. Anterior cervical fusion using bak cervical instrumentation and local autograft bone to treat the following pre-op diagnosis: 1. Foraminal stenosis with instability, c7-t1, 2. Solid fusion with instrumentation c5-c7. On (B)(6) 2005 the patient discharged from hospital. Patient alleges unspecified injury due to the use of rhbmp-2